Event description:
It was reported that the during a shift check, the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) message that could not be cleared. No patient involvement was reported.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection was performed and confirmed the battery lock was bent and the front enclosure and clutch plate were damaged. A definitive cause for the damages could not be confirmed. A review of the platform archive data revealed the following: multiple user advisory 45 (not at "home" position after power-on/restart) had occurred. Functional testing revealed the following: during power up of the platform, the user advisory 45 fault reported by the customer was observed. Further inspection confirmed that the driveshaft was out of position which likely led to the fault occurring. A definitive root cause for why the driveshaft was out of position could not be determined. In summary, the reported complaint was duplicated during functional testing. The observed ua 45 fault was found to have been due to an out of position driveshaft, however a definitive root cause could not be determined.